Event description:
It was reported that during a radiofrequency ablation (rfa) procedure for a lumbar spine, the patient experienced pain in front of the thigh area. The physician paused the procedure and adjusted the rfa needles slightly, however, the patient still reacted to some pain. It was noted that the grounding pad was placed in the right buttock or thigh area. In the recovery area, a white or pinkish lesion or blister was observed on the patients right thigh.

Event description:
It was reported that during a radiofrequency ablation (rfa) procedure for a lumbar spine, the patient experienced pain in front of the thigh area. The physician paused the procedure and adjusted the rfa needles slightly, however, the patient still reacted to some pain. It was noted that the grounding pad was placed in the right buttock or thigh area. In the recovery area, a white or pinkish lesion or blister was observed on the patients right thigh.

Manufacturer narrative:
This 3500a MDR was submitted in error. The regulatory reporting for this device is the responsibility of the manufacturer (nissha medical technologies ltd.) And not boston scientific. Therefore, please note that this event should not have been reported on a 3500a MDR form by boston scientific.